Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-48568. It was reported during the patients implant procedure the lead displayed high impedances, a new lead was opened and the problem continued. Normal impedance was eventually able to be established with the second lead but effective therapy was not possible. The procedure was abandoned and no product implanted.